Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient, implanted with this pacemaker system, was admitted to hospital on sunday due to experiencing heart attack symptoms, including electric shocking sensations up and down his arm. It was noted that the patient had a recent surgery, and it was suspected that the pacemaker was exhibited product performance issues. The patient was later discharged and informed the hospital that he and his wife would get a field representative to check his device. Technical services (ts) discussed that the patient needed to contact his following physician or return to the emergency room (ER) in order to have a field representative paged for interrogation. This pacemaker system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient, implanted with this pacemaker system, was admitted to hospital on sunday due to experiencing heart attack symptoms, including electric shocking sensations up and down his arm. It was noted that the patient had a recent surgery, and it was suspected that the pacemaker was exhibited product performance issues. The patient was later discharged, and informed the hospital that he and his wife would get a field representative to check his device. Technical services (ts) discussed that the patient needed to contact his following physician or return to the emergency room (ER) in order to have a field representative paged for interrogation. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information received reported that the field representative reviewed remote monitoring data from 8-sep-2025, and normal device function was observed. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained at this time. Correction to h6 - patient codes: e061202/myocardial infarction and e2104/electric shock were removed, and.

Event description:
It was reported that the patient, implanted with this pacemaker system, was admitted to hospital on sunday due to experiencing heart attack symptoms, including electric shocking sensations up and down his arm. It was noted that the patient had a recent surgery, and it was suspected that the pacemaker was exhibited product performance issues. The patient was later discharged, and informed the hospital that he and his wife would get a field representative to check his device. Technical services (ts) discussed that the patient needed to contact his following physician or return to the emergency room (ER) in order to have a field representative paged for interrogation. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information received reported that the field representative reviewed remote monitoring data from 8-sep-2025, and normal device function was observed. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained at this time.